Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead had oversensed atrial flutter/atrial fibrillation events. This resulted in pacing inhibition that lasted more than three seconds in a device dependent patient. Technical services discussed troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that this patient received a new non-boston scientific right ventricular lead which did not sense ventricular fibrillation during threshold testing. The rate sense portion of this non-boston lead was capped and the 0157 was reinstated. The patient was upgraded to a non-boston scientific device. The field representative reported they would try to locate the explanted device and return it.

Manufacturer narrative:
Upon return the device underwent detailed analysis. Microscopic visual inspections noted a hole in the ra+ and in both df seal plugs. The ra+ retainer ring was bent upward. This would indicate that excessive force was used to retract the setscrew. All the setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. In conclusion, analysis testing could not confirm the reported oversensing issue. The device met specification for normal battery depletion and electrical integrity.